Event description:
The customer received a questionable roche cardiac troponin t quantitative (tnt) result on their cobas h232, serial number (B)(4). The customer repeated the sample on their e601 analyzer, serial number not provided. The patient's initial tnt result on the h232 was 626 ng/l. The patient's second sample was tested later and the tnt result from the h232 was 573 ng/l. The patient had third sample tested on the e601 analyzer and the result was <3ng/l. The patient had a fourth sample tested on the h232 and the result was 783 ng/l. The repeat result from the same fourth sample on the e601 analyzer was <3 ng/l. Due to the elevated tnt results measured on the h232, the patient was transferred to cardiology. The patient had a heart catheter examination. The results of the cardiac catheter examination showed no evidence of a cardiac event. The patient was moved back after the examination.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This event occurred in (B)(6).

Manufacturer narrative:
The customer returned the cobas h232 for investigation. The meter was tested using retention strips, serial number (B)(4). No customer strips were returned. All measurements were within specification. No malfunction was detected.